Event description:
On (B)(6) 2025, per the patient she reported that both the home and portable chargers for their device were overheating. She stated her husband had tried to unplug the device when he got a minor burn as unplugging the device, blister like was left on husband's hand but no medical attention was required. Patient confirmed they were able to use the device for oxygen.

Manufacturer narrative:
Per the patient she reported that both the home and portable chargers for their device were overheating. Patient stated she's been using inogen's devices for 4-5 years and has had multiple replacements and was not sure if was using it correctly. Emphasized to the patient the importance of ensuring the device is functioning correctly to fulfill her treatment and to avoid health risks. The patient has received a new dc power cable as replacement. The dc power cable is a disposable accessory which was not returned. This report is being submitted out of an abundance of caution regarding the dc power cable.